Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device was saying battery out limit. Customer's blood glucose reading was 157 mg/dl. Customer replaced device with a new battery and the screen just froze. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm battery out limit due to keypad unresponsive. No frozen display and no noise anomaly noted. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners noted.